Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ 24ga x 0.75in, when pulling the needle to verify if it was in the patient, starts leaking blood in the pvc part next the hub. No serious injury or medical intervention was reported.

Event description:
It was reported that during use of the bd insyte 24ga x 0.75in, when pulling the needle to verify if it was in the patient, starts leaking blood in the pvc part next the hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint. Bd received 10 samples in the original and closed packages. The 10 samples were submitted to leak tests to try to reproduce the defect claimed. Each of the products was removed from the original package and fitted in a syringe that was subsequently dipped in a glass with water and aspirated the contents. After this aspiration the water inside the syringe was expelled from the syringe by strongly pressing the plunger, which generated a high pressure in the system syringe-hub, needle-cannula, catheter-adapter and no evidence of leakage was observed in any of the products tested. In addition to analysis of device history record, of non-conformity and of corrective maintenance have not led to a possible cause of leakage. Based on the investigation results to date the root cause was not determined for this complaint since the complaint was not confirmed due lack of objective evidences.